Manufacturer narrative:
Concomitant medical products cont: addrl1 ipg; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after open heart surgery, the right atrial (ra) lead was unable to pace or sense the atrium. The lead exhibited undersensing, loss of capture, and high impedance. The lead was sensing ventricular signal. It was uncertain if the lead was dislodged during surgery or prior to surgery. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was capped and replaced.